Event description:
Consumer claims that while using a heating pad on her back, she fell asleep and awoke to find a small, second degree burn on her stomach from the controller.

Manufacturer narrative:
Consumer is a diabetic and admits to using pain killers (that make her sleep heavily) while using the heating pad. Being diabetic, sleeping with the pad and using narcotics are direct violations of the warnings and instructions provided with the product.